Event description:
A surgeon reports that a patient is experiencing visual disturbances following intraocular lens implant surgery. The patient is seeing a "gray, moon-shaped shadow" in patient's far right periphery when gazing far left. Additional information has been requested.